Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Should additional information become available, this event will be updated.

Manufacturer narrative:
It was later reported that physician elected to explant these previously surgically abandoned leads. The leads were retained by the hospital.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. The defibrillation and transvenous leads were surgically abandoned. No further adverse patient effects were reported. A request was made for product return.